Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 28. Details of surgery: nerve encroachment and ridge augmentation. On (B)(6) 2021, the implant was removed upon patient¿s request. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.